Manufacturer narrative:
The referenced report of chronic ceftriaxone therapy for (B)(6) infection is covered under medwatch MFR# 2916596-2015-01418. (B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 with nausea, vomiting, fatigue, mental status changes, and leukocytosis. The patient was on chronic ceftriaxone therapy for a (B)(6) driveline and pump pocket infection. The patient¿s clinical condition continued to worsen with multiple metabolic derangements, hypothermia, and cheyne stokes respirations. The patient developed sepsis due to bacteremia and driveline infection. Support was withdrawn and the patient expired on (B)(6) 2016.

Manufacturer narrative:
The pump was returned with the driveline intact. The pump appeared to have been treated with a fixative agent prior to return. Upon disassembly of the returned pump, examination of the blood contacting surfaces found depositions of post-explant, post-mortem blood in the lumens of the polyester inflow conduit, inlet elbow, throughout the pump, and in the lumens of the outflow elbow and outflow graft. All of the depositions found appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. A correlation between the depositions found in the evaluation of the returned pump and the reported sepsis, driveline infection, and pump pocket infection could not be conclusively determined. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.